Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp's locking mechanism was not functioning properly. It was unknown if there was patient contact, injury or delay. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit was received with the lock having both rotational and lateral movement; also it is hard to lock and a residue buildup is present. Unit need new components added to replace worn internal parts. The device history record showed no previous service records and the device exceeds its expected life of 7 years. The complaint confirmed via inspection of item.

Event description:
N/a

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit was received with the lock having both rotational and lateral movement; also it is hard to lock and a residue buildup is present. Unit need new components added to replace worn internal parts. The device history record showed no previous service records and the device exceeds its expected life of 7 years. The complaint confirmed via inspection of item.

Event description:
N/a.